Manufacturer narrative:
The distributor performed a checkout of the equipment and was not able to confirm the reported complaint. The sensor interface board was replaced and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed during a case and lost the ability to mechanically ventilate in pressure mode. There was no report of patient injury.